Event description:
It was reported patient's hip was revised approximately 1 year post implantation due to dislocation. It was noted that the liner was worn and the cup had migrated as well.. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of xrays. Xray indicated left hip dislocation. Multiple cerclage wires were fractured. The cup inclination was 96 degree. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11257.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -11257, 0001825034 -2018 - 11259, 0001825034 -2018 -11260.

Event description:
It was reported patient's hip was revised approximately 1 year post implantation die to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.